Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead had exhibited non capture at max outputs, high thresholds and undersensing. The rv lead had dropped from its septal placement. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.